Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and insulin pump error. Customer stated that she was getting insulin pump error and insulin pump screen was totally off and was not turning on. Customer reported insulin pump has been dropped from chest are to the floor and caused crack from top to the middle portion of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.